Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal"), embedded device ("essure coil within left myometrium") and device expulsion ("essure coil within left myometrium") in a 51 year-old female patient who had essure inserted (lot no. B27074) for female sterilisation. The patient had a medical history of smoker, tonsillectomy, menorrhagia, pelvic pain, heavy periods and abnormal uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2022, 5172 days after essure insertion, she experienced embedded device (seriousness criterion intervention required) and device expulsion (seriousness criterion intervention required) and underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (unilateral salpingectomy, hysterectomy and). At the time of the report, the outcomes for these events were unknown. The reporter considered device expulsion, embedded device and medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.022 kg/sqm. [Hysterosalpingogram] on (B)(6) 2008: the endometrial canal distends nicely. The essure fallopian tube devices are present within each fallopian tube. I am unable to appreciate any contrast present within either falloptan tube "the uterus evacuates well following removal of the catheter. Conclusion: status-post essure procedure. No evidence for any contrast present within the fallopian tubes or within the peritoneal cavity. Both fallopian tubes appear included. No other abnormalities. [X-ray] on (B)(6) 2022: essure coil within left myometrium and second coil within right tube. Specimen(s) uterus, cervix, right fallopian tube vaginal cyst wall. Lot number (b27074) is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal"). In a 51 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2022, (B)(6) days after essure insertion. She underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered, medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery? No. Quality safety evaluation of ptc: for essure, no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-apr-2023, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal"), embedded device ("essure coil within left myometrium") and device expulsion ("essure coil within left myometrium") in a 51 year-old female patient who had essure inserted (lot no. B27074) for female sterilisation. The patient had a medical history of smoker, tonsillectomy, menorrhagia, pelvic pain, heavy periods and abnormal uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2022, 5172 days after essure insertion, she experienced embedded device (seriousness criterion intervention required) and device expulsion (seriousness criterion intervention required) and underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (unilateral salpingectomy, hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device expulsion and medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.022 kg/sqm. [Hysterosalpingogram] on (B)(6) 2008: the endometrial canal distends nicely. The essure fallopian tube devices are present within each fallopian tube. I am unable to appreciate any contrast present within either falloptan tube "the uterus evacuates well following removal of the catheter. Conclusion: status-post essure procedure. No evidence for any contrast present within the fallopian tubes or within the peritoneal cavity. Both fallopian tubes appear included. No other abnormalities. [X-ray] on (B)(6) 2022: essure coil within left myometrium and second coil within right tube. Specimen(s) uterus, cervix, right fallopian tube vaginal cyst wall. The most recent follow-up information incorporated above includes data received on: 28-sep-2023: mr received: "essure coil within left myometrium" and lot number added, reporters information patient medical history and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 51 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2022, 5172 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.